Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated she did not know if it was a normal side effect but she had been having severe headaches, severe pain and burning sensation at the implant site; cramps to the left side and going all the way up to the wrist and her left leg gets really weak, cramp and started to shake and almost felt like it was going to go out from underneath her and almost makes her feel like her heart was fluttering and never felt like that before. She stated it flutters so hard it made her feel like she was going to have a panic attack. The patient also stated she was not getting any sleep and could not get comfortable to sleep because every which way she moved it just hurts. She reported getting fever and chills. The patient further mentioned that the device was implanted on a (B)(6) and went back to work on (B)(6) and had a bad fall as she was walking and slipped on grease on the concrete and went straight down and landed clean on her backside. She stated that she did not start feeling the weakness, cramps and pain up in her ribs and stuff until after she fell. Troubleshooting was performed. The patient turned stimulation off and within hour it felt like her heart beats went back to normal and legs did not feel as weak, the cramps ease some but the headache lingers, and it did not help the ins/incision site pain. It was noted that when she had the trial it was great and also as far as going to the bathroom the interstim has helped. The patient was going to see her doctor on the day of the call regarding her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.